Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in d1. The cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinician narrative: an impella cp was inserted via the right femoral artery in a 67-year-old male for hemodynamic support in the setting of non-ischemic cardiomyopathy with cardiogenic shock scai stage d. Prior to device insertion, the patient¿s left ventricular ejection fraction was reported as 5%, indicating severe ventricular dysfunction. The patient required inotropic support, vasopressor therapy, and mechanical ventilation for respiratory support. The starting lactate was 2.3 mmol/l, reflecting systemic hypoperfusion. The device purge solution consisted of d5w, and the pump was initiated to provide circulatory support. During support, the patient developed new pink-tinged urine, consistent with hematuria. The reported patient experience was related to the pump and hematuria while the patient remained critically ill with advanced cardiogenic shock and severe underlying cardiomyopathy. Hematuria may occur in critically ill patients requiring mechanical circulatory support and can be influenced by multiple clinical factors including hemolysis, anticoagulation therapy, hemodynamic instability, and the patient¿s overall critical condition. Subsequently, care was withdrawn by the treating team and family, and the patient expired. Based on the available information, the patient outcome occurred in the context of advanced cardiogenic shock and severe underlying cardiac disease requiring maximal supportive therapies. A comprehensive review of the available information did not identify evidence suggesting the device contributed to the reported outcome.